Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient disconnected from the set and didn't press stop. Disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per baxter homechoice operator's manual, users are instructed the correct process for disconnection and reconnection. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the homechoice (hc) during peritoneal dialysis drain 4 of 5. The home patient (hp) had disconnected from the cassette but didn?t press stop and received the alarm. The hp then reconnected. The hp cycled the power on the hc to clear the alarm. The technical service representative (tsr) referred the hp to their registered nurse (rn). No patient injury or medical intervention was reported.